Event description:
It was reported that during a routine device replacement, this right atrial (ra) lead was surgically abandoned and replaced. No adverse patient effects were reported. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).